Event description:
It was reported that low sensing was observed via remote monitoring. During a follow-up high capture threshold, low sensing were observed. Perforation was observed via x-ray. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.